Event description:
It was reported to philips, that the device fails camera test. There was no patient involvement. The customer requested, that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. And traced to a faulty capacitor. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the capacitor. The customer has ordered the part to rectify the reported problem. The capacitor was replaced. And the device passed all performance assurance testing. The device remains at the customer site. And no further evaluation is required at this time.

Event description:
It was reported to philips that the device fails camera test. There was no patient involvement.